Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar procedure. While being applied on the colon tumor, the device was unable to fire and the handle could not be squeezed. A new stapler was used in order to complete the case. No patient injury.